Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. Device analysis results: visual analysis of the returned device identified: underweight, flat crease, and an opening. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening. The reason for reoperation: rupture further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side "replacement of devices due to the patient was not happy with the size. During the replacement surgery it was checked rupture of implant."